Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 3mm x 4mm amplatzer piccolo occluder was chosen for implant. The defect dimensions were reported as pulmonary artery end measuring 1.8 mm, aortic end measuring 3.3 mm, and a total defect length measuring 6.0 mm, with the mid-portion not measured. Device sizing was determined by aortogram fluoroscopic measurement, and fluoroscopy was used during the procedure as well as to identify the embolization. During the procedure, after deployment, the physician was dissatisfied with the size and positioning of the device. A stability check was reported as performed, and a residual leak was observed around the lobe of the device. The device reportedly shifted within the intended implant site and subsequently became fully dislodged. While attempting to retrieve the device using a snare in order to replace it with a larger device, the device became dislodged and embolized. The implanter attributed the embolization to attempts to retrieve the device via snare. There were no noted difficulties with implantation such as multiple recaptures or repositioning, and the embolized device did not cause obstruction of blood flow. The device ultimately embolized to the left pulmonary vein. No additional information was provided.

Manufacturer narrative:
An event of residual shunt and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported residual shunt could not be determined. The reported device embolization resulted from attempting to snare the device. An unexpected medical intervention was a result of case-specific circumstances, as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.